Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage at quick release part of with an infusion set on (B)(6) 2024. No further information was available.